Event description:
Lenstec received an email stating ""the loop of the lens was broken during the surgery".

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device have been conducted correctly. Additionally, we have not received any other complaints from this batch. As the device remains implanted, we were unable to perform a more detailed investigation.